Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and calibrated the collimator and regreased the anode and cathode leads to the x-ray tube. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed error messages of add iris potentiometer and housing over heating. No patient injury was reported.